Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 460 mg/dl. Customer stated that she has been getting high blood glucose levels today since lunchtime. Customer does not feel good, has headaches, and has trouble breathing. Customer treated with a syringe earlier in the day. Customer declined to check for possible site and insulin issues. Customer was advised that inaccurate pump settings may result in unexplained high blood glucose levels. Customer declined to check their settings. Customer received a no delivery alarm during the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.